Event description:
A caller reported experiencing a cgm error 42. Customer¿s blood glucose level was 15 mmol/l. The caller was advised by technical support to perform a complete pump reset and was instructed to reset the pump when ready, with the option to follow up if the issue persisted.